Event description:
Event description guidant received information that this transvenous defibrillation lead and this implantable cardioverter defibrillator (ICD) exhibited a loss of capture in the right ventricle, and the pacing impedance was greater than 3000 ohms. It was reported that the patient had undergone stomach surgery that involved the use of a laser. The patient's system was an abdominal implant.